Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main 4.1, 4.2, 5.1, 5.2 were not detected on the bus. Customer mentioned that lights were not lit on boards for those drawers and the ribbon connection did not appear loose. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 4.1, 4.2, 5.1, 5.2 were not detected on the bus. A field service engineer (fse) guided the customer through reseating the pyxibus cable and a hard shutdown for 30 minutes. The fse then replaced the drawer module controllers, tested the storage space on hardware testing application to resolve. The customer recovered the drawers successfully. The system functioned as intended after the field service engineer repaired the device.